Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on the adc freestyle libre sensor when compare to readings obtained from an hcp meter. A sensor scan of 7.2 mmol/l (130 mg/dl) was received, and the customer experienced symptoms described as ¿nausea and vomiting¿ and was incapable of self-treating. The customer went to a hospital where a reading of 14.1 mmol/l (254 mg/dl) was obtained. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (type/dose unknown). The customer was hospitalized for an unspecified duration, and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on the adc freestyle libre sensor when compare to readings obtained from an hcp meter. A sensor scan of 7.2 mmol/l (130 mg/dl) was received, and the customer experienced symptoms described as ¿nausea and vomiting¿ and was incapable of self-treating. The customer went to a hospital where a reading of 14.1 mmol/l (254 mg/dl) was obtained. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (type/dose unknown). The customer was hospitalized for an unspecified duration, and no further information was reported. There was no report of death or permanent injury associated with this event.